Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4). Stockert model# m-5463-01, serial # (B)(4). Lasso nav variable eco model# d-1343-01-s, lot# 15770990l. Coolflow pump model# m-5491-02, serial # (B)(4). Acunav catheter (non-bwi product). Sjm agyllis guiding sheath (non-bwi product). Manufacturer ref # (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib ablation, the patient suffered a pericardial effusion. The blood pressure dropped was noticed 3/4 of the way through the case, as they were ablating around the right superior pulmonary vein. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature, generator, deflection and irrigation tests; however it failed the calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the pc board. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter failed the calibration test due to a faulty pc board; however, the root cause of the pericardial effusion remains unknown.

Event description:
It was reported that during an afib ablation, the patient suffered a pericardial effusion. The blood pressure drop was noticed 3/4 of the way through the case, as they were ablating around the right superior pulmonary vein. The physician confirmed the effusion on ice and immediately performed a pericardiocentesis. The patient's pressure stabilized and the physician completed the ablation procedure. The patient is stable and will be sent to the cicu for overnight observation. The physician's opinion regarding the causality of the perforation was due to a vertical orientation of the catheter along the left atrium roof with excessive contact force while ablating at high power. Ablation power was 40 watts with a titration rate of 15 ml/min through the thermocool sf catheter.